Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the scope mount rattles, there were white scratches and the connector is flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the hd camera head, was cloudy due to charged coupled device flooding (image not visible). The issue was found during the inspection for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image got cloudy and was not displayed due to a flooded charged coupled device. It is likely that it was flooded from near the connector nameplate. Olympus will continue to monitor field performance for this device.